Event description:
Information was received regarding a cadd solis vip pump. It was reported that the unit would not stay on. This occurred during testing. There was no patient, or clinician injury associated with this occurrence.

Manufacturer narrative:
Other, other text: b5: additional information received at smiths medical 04-jun-2021: date unknown. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact. The customer stated problem was not duplicated. Found multiple power down messages in the pump's event history logs. Reinstalled of the software applications as a preventative measure. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.